Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) would power on but the image acquisition system (ias) would not. The ias showed lights and was getting power. A manufacturing representative reported six days later that the site had not experienced further issues since rebooting the system and successfully calibrated.